Manufacturer narrative:
On (B)(6) 2019 we received the device visual inspection performed by r&d project manager: femoral stem and acetabular shell show residual bone and signs of removal operation. Femoral head with metal transfer scratch probably due to extraction. It is not possible to determine an implant's related failure root cause. On (B)(6) 2019 we received the name of the pathogen: staphylocoque epidermis

Event description:
Revision surgery performed, 1 year and 8 months after primary surgery, due to infection. The pathogen is staphylocoque epidermis . Implant was removed and a spacer was implanted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 jun 2019: lot 170195: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 13-june-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 17 jun 2019: cup: versafitcup cc trio 01.26.45.1152 acetabular shell cc trio no-hole ø 52 (k122911), lot 171706: (B)(4) items manufactured and released on 08-jun-2017. Expiration date: 28-may-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352), lot 173568: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 31-aug-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Implants from ceramtec 38.49.7175.675.00 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 7011138362 (item not registered in USA).

Event description:
Revision surgery performed, 1 year and 8 months after primary surgery, due to infection. The pathogen is unknown. All hardware has been removed.